Event description:
It was reported that the arterial pressure waveform was "lost" on the console. They were triggering off the ECG cables and the console pumped according to the ECG. The console was exchanged. There were no associated patient complications.